Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. An examination of the returned device identified that the balloon folds were tightly folded. All blades were present and fully bonded to the balloon surface. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified a hypotube break 185mm distal from strain relief. Multiple hypotube kinks were also observed. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jul2020. It was reported that the device had difficulty crossing lesion and shaft was kinked. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was reported that the device had difficulty on crossing the lesion, and the shaft got kinked when the catheter was pushed forward. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed hypotube break.